Event description:
It was reported that during a ptca procedure in the proximal left anterior descending artery, the guide wire stuck in the dilatation catheter. Reportedly, the tip was stretched out when the guide wire was pulled on strongly to remove it. This MDR is being reported based on the investigation of the returned guide wire, which had a separated tip.